Event description:
Physician was preparing localizing needle and the needle hub was bent not allowing hub to be loosened for the needle to advance. Diagnosis or reason for use: for breast localization.